Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unspecified cartridge change errors occurred during basal delivery. The customer's blood glucose level was 400 mg/dl and was addressed with insulin pens. Review of pump data indicated the unspecified cartridge change errors to be cartridge alarm 19. It was indicated that the customer would use insulin pens as alternate insulin therapy.